Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 90% stenosis in the proximal circumflex. Reportedly, the 3.50 x 08mm nc traveler balloon catheter was advanced for post-dilatation; however, the pressure did not increase from the first inflation, the balloon was confirmed to be ruptured. A second balloon catheter was used to complete post-dilatation. No resistance was felt during advancement to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: hyperion 7f; stent: promus premier 3.5-16. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the united states; however, it is similar to a device sold in the us.